Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, stent thrombosis and myocardial infarction occurred. In (B)(6) 2010, the subject presented with chest pain and was diagnosed with stable angina (ccs classification: 3). Cardiac catheterization was recommended which revealed a 85% stenosed lesion located in the proximal left anterior descending (lad) artery. The lesion was 10 mm long with a reference vessel diameter of 3.0 mm and was treated with direct stent placement using a 3.0 mm x 16 mm taxus liberte stent with 0% residual stenosis. The subject was discharged on aspirin and prasugrel, the following day. In (B)(6) 2012, the subject presented with substernal chest pain radiating to left upper arm and bilateral. The subject was hospitalized on same day. An ECG revealed septal infarct and the subject was diagnosed with stemi. There was 100% stent thrombosis in the proximal lad. The stent thrombosis was treated with balloon angioplasty and thrombectomy, after which ivus was performed which revealed stent apposition with a ''questionable" residual stenosis. The event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel, the following day.